Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. As the information in this report was entirely based on literature, which did not provide such detailed device information as lot number or unique device identifier (UDI), no other information than the brand name could be obtained. Device evaluation could not be performed because the affected devices were not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. As there were no detailed descriptions in the literature about how the asahi tornus es endoscopic dilator was involved with the reported adverse events (cholangitis, peritonitis), the cause of the reported adverse events or which devices were involved could not be identified with the literature. Referring to known similar events, it was presumed that the reported adverse events were most likely associated with the patient's anatomical conditions and/or the operator's technique. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ do not manipulate this device if it is not clearly visible under nuoroscopy. [Precautions] ~ when manipulating this device, monitor its movement under fluoroscopy and in the endoscopic view. ~ if the device meets increased resistance during dilation, rolate the hand grip counterclockwise to move the device backward. Then, try dilating again by rotating the handgrip clockwise. [Malfunction and adverse effects] 2. Adverse events ~ cholangitis ~ peritonitis.

Event description:
It was reported through a literature that an asahi tornus es endoscopic dilator might have contributed to cholangitis and/or peritonitis. Publication: therapeutic advances in gastroenterology, 2025, vol. 18: 1-11 title: clinical evaluation of a novel fluoroscopic mode for improving visibility during interventional endoscopic ultrasound (with video). Excerpt: [patients and methods] --- patients patients who underwent I-eus under accent mode between april and august 2024 were prospectively enrolled. As a historical control group, also enrolled were patients who underwent I-eus under conventional mode between january 2023 and march 2024. The inclusion criteria were as follows: (1) age >18 years, (2) unsuccessful ercp, and (3) performance status 0-2. The exclusion criteria were as follows: (1) presence of ascites, (2) bleeding tendency, (3) use of a lumen-apposing metal stent, and (4) refusal to participate in the study. --- techniques for I-eus and devices to exclude bias due to operator experience, eus-hgs endoscopic ultrasound was performed by one experienced endoscopist (t.o.) Who has performed more than 700 I-eus procedures. After inserting the echoendoscope (uct260; olympus, tokyo, japan or eg-740ut; fujifilm, tokyo, japan) was inserted into the stomach or duodenum. After identifying the target lesion, such as an intrahepatic bile duct or pancreatic duct, evaluation using color doppler was performed to avoid internal vessel injury. The target lesion was then punctured using a 19-g needle (ez shot 3 plus; olympus), after which a 0.025-inch guidewire (j-wire; jmit, shiga, japan; capella; japan lifeline, tokyo, japan; endoselector; boston scientific, tokyo, japan; or fielder; olympus) was inserted into the duct. Before self-expandable metal stent (sems) placement, tract dilation was performed using a 4-mm balloon catheter (ren biliary dilation catheter; kaneka, osaka, japan) or drill dilator (tornus es; asahi intecc, aichi, japan). The sems (hanaro benefit; m.I. Tech., seoul, south korea; spring stopper; taewoong medical co. Ltd, seoul, south korea) was then deployed from the duct to the stomach or duodenum using the intra-scope channel release technique, as described previously.16 post-procedural computed tomography (CT) was obtained the day after I-eus to evaluate adverse events such as stent dislocation or migration. In our clinical practice, to prevent cholangitis or pancreatitis due to increased ductal pressure, the dose of contrast medium was around 5 ml per procedure. --- outcome measurements and definitions the primary outcome was the visibility score for each device. The secondary outcomes were technical success rate, procedure time, and adverse events associated with the procedures. Technical success was defined as successful stent deployment from the target site to the stomach or duodenum. Procedure time was measured from scope insertion to successful stent deployment. Peritonitis was diagnosed if fever, elevated inflammatory markers on blood examination, and abdominal pain were observed the day after I-eus. On the post-procedural CT, peritonitis was defined as bile or pancreatic juice leakage or peritonitis observed around the stent. Intraoperative bleeding events were defined as puncture-site hematoma, continuous bleeding that required endoscopic and/or intravenous and/or surgical hemostasis around the puncture site, or bleeding on pancreatocholangiography. Postoperative bleeding events were defined as bleeding requiring blood transfusion, melena, hematemesis, bleeding confirmed on CT, or a decrease in hemoglobin over 2 g/dl. Adverse events were graded according to the severity grading system of the american society for gastrointestinal endoscopy lexicon.18 because obesity can affect visibility on the fluoroscopic view, the body mass index (bmi) was calculated. As the presence of contrast medium can affect device visibility, the volume of contrast medium used during I-eus was also recorded. --- results during the study period, 20 patients (median age, 74 years; 9 males, 11 females) were prospectively enrolled in the accent group, and 24 patients (median age 77 years; 13 males, 11 females) were enrolled in the historical control group (original group). Table 1 shows the patients' characteristics. There was no significant difference in mean bmi between the accent (23.3 ± 4.9 kg/m2) and original groups (24.1 ± 4.1 kg/m2; p = 0.5889). The primary diseases included malignant disease (pancreatic cancer, cholangiocarcinoma, gastric cancer) and benign disease (hepaticojejunostomy or pancreatojejunostomy stricture, acute cholecystitis, liver abscess, bile duct stones). There was no significant difference in primary disease between the groups (p = 0.6586). Of the I-eus procedures, eushgs was performed most frequently (accent group, n = 12; original group, n = 18). The other I-eus procedures included eus-gbd, eus-pd, eus-guided liver abscess drainage (eus-ad), and eus-guided hepaticoduodenostomy. There was no significant difference between the groups in terms of these other procedures (p = 0.6284). J-wire and capella guidewires were used most frequently. Eleven and 4 patients in the accent group and 15 and 5 patients in the original group underwent tract dilation using a balloon catheter and drill dilator, respectively, with no significant difference (p = 0.7874). Stent deployment was performed using a hanaro stent and a spring stopper in 12 and 6 patients in the accent group, respectively. In the original group, 12 patients underwent stent deployment using a hanaro stent and 11 patients using a spring stopper. There was no significant difference between the two groups in terms of type of stent (p = 0.4388) or mean volume of contrast medium (accent group 5.1 ± 1.3 ml; original group, 4.9 ± 1.5 ml; p = 0.5986). Technical success was achieved in all patients. There was no significant difference in the rate of adverse events between the groups, but procedure time was significantly shorter in the accent group than in the original group (10.3 vs 17.2 min, p = 0.0012). Table 1. Patients' characteristics. (Characteristics, accent group, original group, p-value). Number of patients/ accent group --- 20, original group --- 24. Median age (years, range)/ accent group ---74 (45-94), original group --- 77 (32-88), p-value --- 0.9294. Sex (male/female)/ accent group --- 9/11, original group --- 13/11, p-value --- 0.5448. Body mass index (±sd), kg/m2/ accent group --- 23.3 ± 4.9, original group --- 24.1 ± 4.1, p-value --- 0.5889. [Kinds of procedures] eus-hgs/ accent group --- 12, original group --- 18, p-value --- 0.6284. Eus-gbd/ accent group --- 3, original group --- 2. Eus-pd/ accent group --- 2, original group --- 1. Eus-ad/ accent group --- 3, original group --- 2. Eus-hds/ accent group --- 0, original group --- 1. [Kind of guidewire] j-wire/ accent group ---7, original group --- 11, p-value --- 0.6626. Capella/ accent group --- 10, original group --- 11. Endoselector/ accent group --- 2, original group --- 2. Fielder/ accent group --- 1, original group --- 0. [Kind of dilation device] balloon/ accent group --- 11, original group --- 15, p-value --- 0.7874. Drill dilator/ accent group --- 4, original group --- 5. None/ accent group --- 5, original group --- 4. Procedure time, min (±sd) / accent group --- 10.3 ± 4.8, original group --- 17.2 ± 7.8, p-value --- 0.0012. [Adverse event, n] cholangitis/ accent group --- 1, original group --- 2, p-value --- 0.2900. Peritonitis/ accent group --- 1, original group --- 3.